Event description:
On (B)(6) 2010, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that the pt lost stimulation. The programmer and charger cannot communicate with the ipg. An x-ray was taken and did not reveal any anomalies. The physician scheduled a revision and it was found that the lead was broken and frayed by the anchor. The physician replaced the system.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead was visually inspected and found to have abnormal bends. The lead also suffered compression damage, broken wires and severe kinks. No functional testing could be performed on the broken lead. Conclusion: the cause of the reported complaint is confirmed. As received the lead has several broken wires and severe kinks. The lead was not tested due to the broken wires. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.